Event description:
The customer reported via phone call that the insulin pump's ink under the screen started to run. Customer's blood glucose level was 214 mg/dl. She was having issues reading the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with missing segment due to cracked zebra connector at lcd board. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, and stained end cap sticker.